Event description:
In march 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter would power off during use. For the past three weeks the reported meter powered off during testing. The patient replaced the battery; however the meter would not longer power on. On march 23, 2006 at 2:00 am the pt experienced the symptoms of frequent urination, thirst, sleepiness and weakness. The evening prior to this, the patient had eaten his normal meal and taken 15 units of insulin. The patient attempted to test his blood glucose level while symptomatic; however the meter would not power on. The patient called emergency services. The paramedics arrived shortly and tested the patient's blood glucose level to be 495 mg/dl. The pt was treated intravenously with insulin, and transported to the emergency room. His blood glucose level at the emergency room was tested to be in the 300's mg/dl, and he was discharged at 6:00 am. The patient takes the oral diabetes medication glucophage 500 mg three times per day, and 70/30 insulin 20 units four times per day. The patient does adjust his insulin on a sliding scale based on meals and meter readings. During the three weeks the meter was experiencing the power issue, the patient did not test his blood glucose level. He has no backup meter. During this time, the patient remained on his strict diabetic diet. Because he was unable to test his blood glucose level, the patient decided to reduce his insulin doses to 10 units four times per day. The customer care advocate (cca) determined during the troubleshooting telephone call the meter's battery contacts were in good condition, the battery was less than one year ole and had been installed corrently. The meter, test strips and control solution were replaced. This complaint is being reported as an adverse event because the patient was unable to test his blood glucose level due to the meter not powering on, he became hyperglycemic and received medical attention.